Manufacturer narrative:
A ge service rep performed an on site investigation. The system was repaired by replacing fuse holders. The system was then found to be operating as intended.

Event description:
The customer reported the system's monitors failed to display an image. No report of pt injury.